Event description:
A (B)(6) male pt called zoll customer support to report that the screen on his battery charger/modem was flashing and the charger would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (screen flashes, won't power up) has been confirmed. Upon investigation the battery charger/modem's flash memory was corrupt, causing the charger to reset. The root cause of the corrupt flash programming could not be positively identified. After reprogramming the flash memory, the battery charger/modem was fully functional. No adverse event resulted from the correct flash memory. The pt received a replacement battery charger/modem.